Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke and thrombectomy could not be conclusively determined through this investigation. Furthermore, although a pump stop was confirmed through the analysis of the submitted low file, a specific cause for the pump stop could not be conclusively determined through this investigation. In addition, although a no external power alarm was noted through the analysis of the submitted log file, a specific cause for the alarm could not be conclusively determined through this investigation. The center reported that the patient was admitted with an ischemic stroke. A thrombectomy was performed at an outside hospital. The patient¿s inr was reported to be 2.3. It was noted that the patient had pump stops on (B)(6) 2019. The submitted system controller capture one pump stop on (B)(6) 2019 at 09:35 pm. The patient was supported by battery power during this pump stop event. In addition, there was one no external power event captured on (B)(6) 2019 at 01:20 am when both the white and black power cables were disconnected. The system operated on the backup battery during this event and the pump speed remained above the low speed limit during this event. The system appeared to be functioning as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Stroke, neurologic dysfunction, peripheral thromboembolic event, and device thrombosis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including pump off alarms and no external power alarms, and the actions associated to resolve the alarms. The heartmate ii patient handbook contains important warnings related to pump stops. The hmii lvas patient handbook discusses how to change power sources and warns that at least one system controller power cable must be connected to a power source at all times. A section on handling emergencies is also provided.

Manufacturer narrative:
Approximate age of device- 4 years 1 month 27 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with an ischemic stroke. A thrombectomy was performed at an outside hospital. Patient had an inr value of 2.3. Upon admittance it was noted that the patient also experienced a pump stop on (B)(6) 2019. Additional information was requested but not provided.